Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a high blood glucose of 300-400 mg/dl. Customer mentioned that at 4 am, his blood glucose went to 50 mg/dl. Customer stated that it is like the insulin is stacking up and all works at once, which causes him to drop low. Customer stated that he has changed everything twice and his blood glucose is still high. Customer stated that yesterday he got a shot and it brought his blood glucose down, but today the customer treated with the pump. Customer's current blood glucose is 305 mg/dl. Customer was assisted with programming the time and date. Customer performed the high pressure test and received a no delivery. Customer was advised to do a complete set change and to monitor his blood glucose.